Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device ran on internal battery despite being plugged into the wall. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the device ran on internal battery despite being plugged into the wall. The bme attempted other outlets, but the issue remained. The remote service engineer (rse) accepted the service request (sr) and created a work order (wo). A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue, replaced the power cord, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.